Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen was blank and the device would not power on despite showing near-full battery and multiple charging attempts, consistent with a sleep/wake or power function failure of the user interface/display assembly. Symptoms included no alerts or alarms and no reported glycemic symptoms. Outcomes included disruption of device use that necessitated product replacement. Investigation included troubleshooting and user education performed remotely. Investigation of the returned device revealed non-responsiveness consistent with a hardware malfunction, affecting the sleep/wake button or display. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the hardware component.